Event description:
It was reported that during a routine in-clinic follow-up, one high out of range pacing lead impedance measurement was noted on the weekly trend. In-clinic measurements were normal. The patient will be monitored. No further information is available at this time.

Event description:
New information states that at follow-up, the pacing lead impedance and hv lead impedance were in normal range. The patient will continue to be monitored via merlin.net.

Event description:
New information received notes that the patient presented to clinic after vibratory alert due to lead noise. The lead was capped. Patient had no issues after event.